Manufacturer narrative:
(B)(4)

Event description:
It was reported that dynamic tx auto-programs to on even though the shock configuration is rv coil to can. A different shock configuration was chosen and then again was programed rv coil to can to get automatically dynamic tx programmed to off. The patients condition was fine before, during and after the event.